Event description:
It was reported that the pt was implanted a sulox-head 32 'l' 12/14 on the right side on (B)(6) 2013. The pt was revised on (B)(6) 2013 due to a breakage. The following statement was reported: "in the night while going to the toilet, pt heard and felt a crack in the hip".

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, and amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).